Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a poor communication screen on the patient programmer (pp). As a result there was poor communication and had to reposition antenna. The patient was not able to communicate with the implantable neurostimulator recharger (insr). The last time the patient felt stimulation was months ago and the last successful charge session was 2 months ago. The reason for the patient not charging was because he had back surgery and did not need it. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent. Event date: (B)(6).